Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Article entitled "primary arthroplasty for unstable and failed intertrochanteric fractures: role of multi-planar trochanteric wiring technique" written by javahir a. Pachore, ms, mch, vikram indrajit shah, ms, sachin upadhyay, ms, fijr, and shrikunj babulal patel, dnb. Published by hip and pelvis on march 23, 2023 was reviewed. The purpose of the study was to examine the clinical and radiological outcomes after primary hip arthroplasty using multi-planar trochanteric wiring for treatment of unstable and/or failed intertrochanteric fractures in elderly patients and to provide a discussion of these findings along with a review of previously reported literature. 127 patients were included within the study and either underwent a tha (50) or hemi (77). 83 patients were implanted with solution stems, 35 patients were implanted with summit stems, and 9 were implanted with corail stems. There was no mention of the manufacturer of the acetabular components. There was no mention of the k-wire manufacturer. Adverse events related to depuy synthes implants: union was achieved for all cases of fractured trochanter (99.2%), except one (0.8%). The patient who developed nonunion had a history of trauma three months after the index surgery. The patient who developed non-union walked with a lurch and does not want to undergo any further work up/surgical intervention. -five patients (3.9%) had lld. Two patients had a discrepancy of 1 cm, and three patients had a discrepancy of 0.5 cm. Three patients (2.4%) reported with a lurch. No mention of an intervention.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed.  If the lot/serial number becomes available, the record will be re-assessed.